Event description:
It was reported that the device had vpmr out of range. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue that the vpmr of the pump module was out of range was confirmed and replicated during laboratory testing. ¿ rate accuracy and rate calibration were performed on the received device using alaris system maintenance (asm). O initial testing of the source pump module, with a volume per mechanism revolution (vpmr) value of 154 l, found the device failing rate accuracy with an actual error of -4.1667%; the acceptable error is +/-3.4% and it was noted that the device may need to be calibrated. O after rate calibration was performed, it was confirmed that the source pump module¿s new vpmr value of 146.8 l continued to be out of the acceptable range of 153.9 l to 188.1 l where 171 l is nominal. It was noted that the pump module must be repaired. O the pump module was disassembled for an inspection of the bezel and mechanical assembly the bezel assembly was found to be from a third-party part. The bezel assembly was replaced with a known good test bezel from the dchu investigation lab. O replacing the bezel assembly, rate calibration was then performed; the result was a new vpmr of 162.1 l from the old vpmr of 146.8 l. Rate accuracy was performed following the calibration procedure; the device was observed to pass the test with an actual error of 0.0833%. O after the pump module was calibrated, a full preventive maintenance task was performed utilizing the alaris maintenance (asm) software version 12.3.0. All tasks performed passed successfully. ¿ a log review was not deemed necessary for this investigation as there was no report of patient involvement and the issue was determined to be mechanical in nature. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: (B)(6) (w/o: 01577553) the bezel assembly was identified as a third-party part and was the cause for the reported issue. Dchu will not cover the replacement cost of the bezel. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had vpmr out of range. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue that the vpmr of the pump module was out of range was confirmed and replicated during laboratory testing. Rate accuracy and rate calibration were performed on the received device using alaris system maintenance (asm). O initial testing of the source pump module, with a volume per mechanism revolution (vpmr) value of 154 l, found the device failing rate accuracy with an actual error of -4.1667%; the acceptable error is +/-3.4% and it was noted that the device may need to be calibrated. O after rate calibration was performed, it was confirmed that the source pump module¿s new vpmr value of 146.8 l continued to be out of the acceptable range of 153.9 l to 188.1 l where 171 l is nominal. It was noted that the pump module must be repaired. O the pump module was disassembled for an inspection of the bezel and mechanical assembly the bezel assembly was found to be from a third-party part. The bezel assembly was replaced with a known good test bezel from the dchu investigation lab. Replacing the bezel assembly, rate calibration was then performed; the result was a new vpmr of 162.1 l from the old vpmr of 146.8 l. Rate accuracy was performed following the calibration procedure; the device was observed to pass the test with an actual error of (B)(4). After the pump module was calibrated, a full preventive maintenance task was performed utilizing the alaris maintenance (asm) software version 12.3.0. All tasks performed passed successfully. A log review was not deemed necessary for this investigation as there was no report of patient involvement and the issue was determined to be mechanical in nature. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4)) the bezel assembly was identified as a third-party part and was the cause for the reported issue. Dchu will not cover the replacement cost of the bezel. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had vpmr out of range. There was no patient involvement.